Event description:
A customer reported experiencing ongoing intermittent low blood glucose levels. The reported lowest blood glucose level was 45 mg/dl. Reportedly, the customer was "overcorrecting" with their insulin pump resulting in their bg decreasing. The customer consumed carbohydrates to address the issue. Technical support recommended consulting with a healthcare professional to discuss potential causes affecting their glucose levels, and the customer acknowledged the advice.